Manufacturer narrative:
Destructive analysis of the pump was completed. Thick residue was noted and wear was present on the upper shaft of gear 2. The stalls were due to the shaft/bearing. (B)(4).

Manufacturer narrative:
The pump was returned and analyzed. The pump reservoir was empty upon return. Multiple motor stalls and recoveries along with a "tube set" alarm were confirmed in the event logs. Bench testing revealed that the pump was overinfusing by more than 14.5% at standard conditions and typical therapeutic rate. Long term dispense and weight testing will be performed. The destructive root cause analysis for the motor stalls was postponed until long-term testing is complete.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 1,000mcg/ml at 925.2mcg/day and clonidine 200mcg/ml at 185mcg/day via an implantable device. The indications for use were non-malignant pain and failed back surgery syndrome-other. The healthcare provider reported a motor stall was seen at initial interrogation. The patient attempted to use their ptm but was getting an error code 8467. The patient was hearing the alarm every 10 minutes. Per the healthcare provider the patient was sent to the ER (emergency room) for pain management as it was a holiday weekend and they had not been able to reach the managing nurse. The patient was experiencing pain. Additional information received that the pump would be programmed to minimum rate and a replacement surgery scheduled as soon as possible. The pump was explanted. The patient status at the time of the report was noted as alive, no injury. Per the event logs a motor stall occurred on (B)(6) 2016 at 09:56 with a motor stall recovery on (B)(6) 2016 at 14:39, a motor stall occurred on (B)(6) 2016 at 02:39 and a motor stall recover y on (B)(6) 2016 at 07:02, a motor stall occurred on (B)(6) 2016 at 10:12 and a motor stall recovery on (B)(6) 2016 at 19:35, a motor stall occurred on (B)(6) 2016 at 10:12 and a motor stall recovery on (B)(6) 2016 at 13:25, a motor stall occurred on (B)(6) 2016 at 16:01 and a motor stall recovery on (B)(6) 2016 at 22:50, a motor stall occurred on (B)(6) 2016 at 02:30 and a motor stall recovery on (B)(6) 2016 at 06:07, and a motor stall occurred on (B)(6) 2016 at 08:09 with no recovery noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.